Manufacturer narrative:
Results: the smart coil pusher assembly was fractured approximately 139.0 cm from the proximal end. The pusher assembly was kinked along its length. The embolization coil was detached and the proximal constraint sphere was intact with the coil. Conclusions: evaluation of the returned smart coil revealed the pusher assembly was fractured and the embolization coil was detached. This damage was likely a result of forcefully advancing the device against resistance. If the pusher assembly is retracted such that the mid-joint is on or proximal to the introducer sheath friction lock, resistance will be experience upon subsequent attempts to advance the device. This resistance likely contributed to the fracture observed on the returned device. Further evaluation revealed kinks along the length of the pusher assembly. These kinks were likely incidental and likely occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a smart coil out of its introducer sheath and into the non-penumbra microcatheter and, therefore, the smart coil was removed. It was reported that the smart coil had a defective sheath. The procedure was completed using additional smart coils. There was no report of an adverse effect to the patient.